Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain patient information. Further information was requested but not received.

Event description:
It was reported the patient could not connect to the ipg with external devices following an unrelated surgery. Troubleshooting was able to resolve the issue.